Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29oct2019.

Event description:
The customer reported a primary alarm failure and stated that the 5 volts failed. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 05dec2019. Date of report: 05dec2019. The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.